Event description:
Pt had skin erosion by leads in area of device-pocket. It was planned to place leads in new pocket without replacing them. During interrogation, it was found that the atrial lead had imped >4000 ohms, no capture, and no sensing.